Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia and abdominal distension outcome was unknown. The reporter considered abdominal distension, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation") and genital haemorrhage ("unusual bleeding/ heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release in 2012, upper gastrointestinal tract endoscopy in 2012, irrigation therapy in 2017, gravida ii, parity 2 (((B)(6))) and hellp syndrome (during her first pregnancy). Concomitant products included pantoprazole for abdominal pain, hydralazine in 2010 for blood pressure high, insulin glargine (lantus) in 2016 for diabetes, metformin for diabetes mellitus management, nystatin for rash, ropinirole for restless leg syndrome as well as linagliptin (trajenta). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain lower ("cramps (abdomen pain)") and treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, dyspareunia, abdominal distension, alopecia, abdominal pain lower and treatment noncompliance had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, treatment noncompliance and uterine perforation to be related to essure. Diagnostic results: hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 11-jan-2018: events hair loss, cramps and treatment non compliance are added. Outcome of events updated. Concomitant condition & drug, historical condition and drug added. Lab data updated. Patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("organ perforation"), genital haemorrhage ("unusual bleeding/ heavy bleeding") and arthralgia ("left knee pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release in 2012, upper gastrointestinal tract endoscopy in 2014, gravida ii, parity 2 (((B)(6) 1992, (B)(6) 2003)), hellp syndrome (during her first pregnancy), anemia, asthma, cellulitis, depression, hypertension, sleep apnea, bladder operation, cesarean section, rectocele repair, cystocele repair and ex-smoker (smoking quit date: (B)(6) 2012). Concurrent conditions included obesity, congestive heart failure, hepatocellular carcinoma, diabetes mellitus, drug hypersensitivity (insomnia and ineffective), penicillin allergy (swelling generalized, skin rash), dysmenorrhea, menorrhagia, irregular periods, amenorrhea, endometrial thickening, dysfunctional uterine bleeding, menopause, hot flashes, night sweats, rash and hiv infection since (B)(6) 2013. Family history included cancer (mother and father), depression (mother), blood pressure high (mother,father and brother), ovarian cancer (maternal grandmother) and uterine cancer (paternal aunt). Concomitant products included pantoprazole since 2015 for abdominal pain, hydralazine from 2010 to 2017 and lisinopril since 2010 for blood pressure high, insulin glargine (lantus) from 2010 to 2017, insulin glargine since (B)(6) 2017 and linagliptin (trajenta) since 2017 for diabetes, metformin since 2014 for diabetes mellitus management, nystatin since 2014 for rash and ropinirole since 2013 for restless leg syndrome. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("cramps (abdomen pain)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), alopecia ("hair loss") and treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure"). The patient was treated with surgery (dilation and curettage of uterus, hysterectomy and salpingo-oophorectomy), surgery (hysterectomy) and surgery (knee arthroscopy and laparoscopic cleaning of meniscus in (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, arthralgia, dyspareunia, abdominal distension, alopecia, abdominal pain lower and treatment noncompliance had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dyspareunia, genital haemorrhage, treatment noncompliance and uterine perforation to be related to essure. The reporter commented: discrepancy was noted in outcome of the event in document reported as 'she claimed that her all alleged injuries resulted from essure were resolved immediately following the removal of the device' and another was 'did any of your alleged symptoms or injuries resolve or decrease following essure removal: no'. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.8 kg/sqm. Hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. On (B)(6) 2014, surgical pathology exam: endometrial biopsy: nondiagnostic; insufficient endometrial tissue blood. Endometrial biopsy: mucin, mixed inflammation, and scant reactive squamous epithelium. No endometrial tissue identified.no evidence of dysplasia or malignancy. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical record received - new event 'left knee pain' was added. New reporters were added. Historical and concomitant conditions and family history were added. Concomitant and treatment medication were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ perforation'), genital haemorrhage ('unusual bleeding/ heavy bleeding') and arthralgia ('left knee pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure". The patient's medical history included upper gastrointestinal tract endoscopy in 2014, carpal tunnel release in 2012, gravida ii, parity 2 (((B)(6) 1992, (B)(6) 2003)), hellp syndrome (during her first pregnancy), anemia, asthma, cellulitis, depression, hypertension, sleep apnea, bladder operation, cesarean section, rectocele repair, cystocele repair and ex-smoker (smoking quit date: (B)(6) 2012). Hysterosalpingogram: essure coils were properly in place and that her fallopian tubes were occluded. On (B)(6) 2014, surgical pathology exam: 1. Endometrial biopsy: nondiagnostic; insufficient endometrial tissue blood. 2. Endometrial biopsy: mucin, mixed inflammation, and scant reactive squamous epithelium. No endometrial tissue identified.no evidence of dysplasia or malignancy. Concurrent conditions included hiv infection since (B)(6) 2013, morbid obesity, congestive heart failure, hepatocellular carcinoma, diabetes mellitus, drug hypersensitivity (insomnia and ineffective), penicillin allergy (swelling generalized, skin rash), dysmenorrhea, menorrhagia, irregular periods, amenorrhea, endometrial thickening, dysfunctional uterine bleeding, menopause, hot flashes, night sweats and rash. Family history included cancer (mother and father), depression (mother), blood pressure high (mother, father and brother), ovarian cancer (maternal grandmother) and uterine cancer (paternal aunt). Concomitant products included pantoprazole since 2015 for abdominal pain, hydralazine from 2010 to 2017 and lisinopril since 2010 for blood pressure high, insulin glargine (lantus) from 2010 to 2017, insulin glargine since (B)(6) 2017 and linagliptin (trajenta) since 2017 for diabetes, metformin since 2014 for diabetes mellitus management, nystatin since 2014 for rash and ropinirole since 2013 for restless leg syndrome. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("cramps (abdomen pain)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), abdominal distension ("bloating") and alopecia ("hair loss"). The patient was treated with knee arthroscopy and laparoscopic cleaning of meniscus in (B)(6) 2013 and surgery (dilation and curettage of uterus, hysterectomy and salpingo-oophorectomy and hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, arthralgia, dyspareunia, abdominal distension, alopecia and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, dyspareunia, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: discrepancy was noted in outcome of the event in document reported as 'she claimed that her all alleged injuries resulted from essure were resolved immediately following the removal of the device' and another was 'did any of your alleged symptoms or injuries resolve or decrease following essure removal: no'. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was deleted from pv bayer database. As (B)(4) case was found to be duplicated of case (B)(4). All the information from deletion case transferred to retain case. No new follow-up information was received from the reporter. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.